Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed, and failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument was fully functional. No product issue was identified. .

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm vessel sealer extend instrument had non-intuitive motion. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site could use other instruments. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scaled appropriately. The instrument moved in the intended direction. The timing of movements was not appropriate. The movement was poor. There was no interference or external collisions. The drape is not available for return. There was no injury to the patient. The instrument is available for return. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.